Event description:
User experienced one patient sample with discrepant glucose results. Initial result gave 37 mg/dl; repeat gave 85 mg/dl. Erroneous result was not reported. The field service representative determined the cause to be plastic stuck in probe causing fluid/cleaner leak and replaced probe, cleaned up excess cleaner, checked workstation accuracy, rotor adjust and level detection. Performance tests were performed.